Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that a balloon ruptured. The target lesion was located in the moderately calcified left descending artery (lad). A normal plain old balloon angioplasty (poba) was performed before. A 10 mm x 3.50 mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation for few little seconds, it was noted that the balloon burst at 2 atm. The device was successfully removed from the patient. The procedure was completed successfully with another of the same device. No patient complications were reported.